Event description:
It was reported that, "after repeated cleaning, rust developed on the metal ring inside of the ball head trial."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.